Event description:
It was reported the pt was undergoing a procedure for a trial scs system on (B)(6) 2013. The pt was in the prone position and after being given anesthesia, but prior to any product being implanted, the pt stopped breathing. The pt was moved to the supine position and shortly afterwards was ambulating, talking and doing well. The pt was hospitalized overnight for observation. The physician was concerned the pt may have aspirated, however it was later determined, no aspiration had occurred. The pt was discharged from the hospital the following day.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.